Event description:
It was reported that the bd micro-fine ultra¿ pro pen needle's outer cover was unable to fully attach the needle to the pen, and the patient was unable to get a full dose of insulin as a result. The following information was provided by the initial reporter: "the person suffers from diabetes, in order to regulate their sugar levels it must inject doses of insulin. To do this, she uses a pens it fixes on her pen that contains insulin. The solution offered by bd (bd micro-fine ultra pro pen needles) is a solution that screws directly on the pen. After having properly screwed the tip, the patient can inject his dose. In the case of xxxxxx she has the impression that the tip does not screw completely fully. She cannot inject all her insulin and the impression of having to force to completely empty the pen. Xxxxx now uses another solution offered by... Which offers another fixing system that clips directly on the pen. No need to screw and force... Patient impact: inability to deliver the entire dose of insulin".

Manufacturer narrative:
Three photos were returned, one of an open and empty carton, one of a 32g x 4mm pen needle and one of a pen needle which is not manufactured in dl. As no physical samples were returned no further investigation could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos returned and the fact no physical sample was returned for investigation it is not possible to determine the root cause. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pro pen needle's outer cover was unable to fully attach the needle to the pen, and the patient was unable to get a full dose of insulin as a result. The following information was provided by the initial reporter: "the person suffers from diabetes, in order to regulate their sugar levels it must inject doses of insulin. To do this, she uses a pens it fixes on her pen that contains insulin. The solution offered by bd (bd micro-fine ultra pro pen needles) is a solution that screws directly on the pen. After having properly screwed the tip, the patient can inject his dose. In the case of xxxxxx she has the impression that the tip does not screw completely fully. She cannot inject all her insulin and the impression of having to force to completely empty the pen. Xxxxx now uses another solution offered by... Which offers another fixing system that clips directly on the pen. No need to screw and force... Patient impact: inability to deliver the entire dose of insulin".